Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury. The reporter stated the cause of the torn lens was due to improper loading. This is one of two lenses for this pt- see MFR report # 2023826-2006-01954. A third lens was successfully implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.